Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 600 mg/dl. The customer experienced symptoms such as nausea and vomiting, shortness of breath, dizziness. The customer was treated with insulin pump and insulin drip. The customer been using the insulin pump system within 48 hours of reported high blood glucose event. The customer stated that they were not using the auto mode feature. The insulin pump will be returned for analysis.